Manufacturer narrative:
Results and conclusions: (root cause of the event could not be determined). (Thrombosis). (No results available since no evaluation performed). - device or procedural images not provided for review. (None). (B)(4).

Event description:
Physician implanted one resolute integrity drug-eluting stent to a lesion in the lcx with 99% stenosis. The lesion was pre and post dilatated. Approximately 8 days later the patient suffered stent thrombosis which was treated with ballooning and another resolute integrity stent (2.25mm x 22mm) was implanted in the lcx.